Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear) opening). ¿ pain: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d1. D2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported left side pain in the breast and implant rupture diagnosed via MRI. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain in the breast and implant rupture diagnosed via MRI. The device has been explanted and replaced with non-allergan device.